Event description:
Prior to selecting for implant, the device was interrogated and found to be at elective replacement indicator (eri). A new device was selected for implant. The patient was not impacted.

Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. Longevity assessment was performed, and the device was found to have premature battery depletion based on usage. The device voltage was at end-of-life level upon receipt. Analysis of the device image was performed, and premature battery depletion was confirmed. The device was cut open for further analysis, and no anomalies were noted. The device battery was sent for analysis to the manufacturer that likely resulted in premature depletion of the battery noted in the field. Analysis of the battery indicated an opening in a cathode separator and distortion of the anode screen lead was observed.